Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device is filed under a separate medwatch report number. The UDI is unknown as to the part/lot number was not provided.

Event description:
It was reported this was an arteriotomy closure of a moderately calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, a cuff miss occurred with two prostyle devices. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Hemostasis was achieved via surgical suturing under general anesthesia. There was a reported clinically significant delay in the procedure. There was no adverse patient sequela. No additional information was provided.